Manufacturer narrative:
(B)(4) (B)(6). This product is a combination product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that a " inner sterile packaging leaked" issue occured. There was no patient injury and no delay in a procedure as a result of the event.

Manufacturer narrative:
(B)(4). The device has not been returned, therefore no product evaluation has been performed. A picture is available but the quality of the picture is poor and no information had been determined with this picture. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that there is no non-conformity. Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be performed.